Event description:
A center director reported a case of dry eye syndrome, observed in the patient's left eye 18 days post lasik. Reporter indicated that punctual plugs were inserted. Patient reported using artificial tears every hour. Upon follow up, the reporter indicated the dryness had resolved. There are two medical device reports associated with this event. This report references the left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. (B)(4).